Event description:
The following was reported to gore: on october 4, 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Reportedly, the right internal iliac artery was also aneurysmal. The gore® excluder® iliac branch endoprostheses were planning to implant in the right limb. After an internal iliac component was implanted, the internal iliac component was pushed down accidentally by a gore® dryseal flex introducer sheath. And the overlap length of an iliac branch component and the internal iliac component became nothing. Therefore, additional internal iliac component was implanted to reline the iliac branch component and the first internal iliac component. Then, it was confirmed there was no endoleak. After all devices were implanted, there was no endoleak and the procedure was concluded. On an unknown date in 2023, a contrast CT revealed that two internal iliac components in the right internal iliac artery moved proximally about 2 ¿ 3 cm and a distal type I endoleak was observed. On november 1, 2023, a reintervention was performed. The right internal iliac artery was embolized and a contralateral leg endoprosthesis was implanted from the flow divider to the right limb to obstruct the right internal iliac artery. The endoleak was resolved. The physician stated that the condition of the right internal iliac artery was not well because the right internal iliac artery had been aneurysmal but the left internal iliac artery was not able to be maintained, therefore the right internal iliac artery had been maintained during the initial procedure. And he also said that he considered to extend the internal iliac component in the reintervention but the plan of maintaining the right internal iliac artery was abandoned, because there was strong tortuous in the proximal of the internal iliac artery and the endoleak may not be stopped if the stent graft would be added. Reportedly, the patient doesn't walk much, so it is unknown whether a buttock claudication occurred.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks, aneurysm enlargement, and endoprosthesis or delivery system: component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: the device evaluation showed the following: the reported failure mode of proximal device migration and resulting distal type 1 endoleak could not be independently confirmed. No clinical images, nor the physical device were available to allow for evaluation of the reported failure modes. The root cause of the proximal migration and resulting distal type I endoleak cannot be established with the available information.